Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated during testing. The se reported that the occurrence of "check vent: ventilator restarted due to anomalies detected during operation" (1101), and error 3007 were recorded in the event. The se reported that when code 1101 occurs with code 3007, it does not need to correspond to the error. No repairs were performed by the se, however, the software was reinstalled as a precaution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "ventilator restarted" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No medical intervention or delay in therapy reported. No patient or user harm reported. Investigation ongoing/resolution pending.